Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd intima ii IV catheter prn adapter the catheter broke. There was no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: at 09:30 on (B)(6) 2022, a closed vein indwelling needle puncture was performed on the patient, and the catheter and needle were delivered into the vein. When the needle was pulled out, the needle separated from the flipper needle base, which made it difficult to pull out the needle. The needle was pulled out with the help of vascular forceps. Patients and their families were not satisfied with the quality of the indwelling needle.

Manufacturer narrative:
H.6. Investigation summary: in response to the event reported, a device history review was conducted for lot number 2110022. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported while using bd intima ii¿ IV catheter prn adapter the catheter broke. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: at 09:30 on (B)(6) 2022, a closed vein indwelling needle puncture was performed on the patient, and the catheter and needle were delivered into the vein. When the needle was pulled out, the needle separated from the flipper needle base, which made it difficult to pull out the needle. The needle was pulled out with the help of vascular forceps. Patients and their families were not satisfied with the quality of the indwelling needle.